Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the stylet and stylet guide still inserted in the lead. Visual analysis found the stylet was bent. The is-1 pin was also bent and the helix distorted; extrinsic/ stretched and bent. However, the helix was able to be extended and retracted within specification. The helix dimension was out of specification because it stretched during the implant. Introducer test result was: passed.

Event description:
It was reported that the right atrial (ra) lead became caught on the introducer during an implant attempt. The physician noted that the helix was completely extended and removed the lead. The physician then attempted to retract the lead but was unable to do so. The scrub nurse stated that the lead was fully retracted at the time she handed it to the physician. Another lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.